Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to a different issue that was identified (usb pins damaged).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen had a display issue where the graphics on the screen appeared in a "wave". When the screen was turned on, the screen would illuminate at the top and then work its way down, instead of the entire screen illuminating at the same time. The customer's blood glucose (bg) level was 327 mg/dl, which was addressed via manual injection. Reportedly, manual injections would be used for alternate insulin therapy.